Event description:
The following was reported to hamilton medical ag: after troubleshooting with biomed the unit consistently fails tightness test. Circuit has been ruled out. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: after troubleshooting with biomed the unit consistently fails tightness test. Circuit has been ruled out. No patient involvement.

Event description:
The following was reported to hamilton medical ag: after troubleshooting with biomed the unit consistently fails tightness test. Circuit has been ruled out. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Additional information added in follow-up #2 cer (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective expiratory valve and the expiratory valve was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the expiratory valve could result in inadequate ventilation support.